Event description:
I have both a drug infusion pump and a spinal cord stimulator implanted (both are made by medtronic) and the spinal cord stimulator battery went dead and they needed to do surgery to replace it. I had my pump implanted on (B)(6), 2005 and it needs to be replaced every 7 yrs and seeing as how they were going to be replacing the stimulator, they decided to replace the pump at the same time. There was some kind of problem with the pump during the surgery and I was giving an overdose of morphine and I guess the way they treat that was to turn my pump off so I wasn't getting any more morphine but I've been on morphine for 6 yrs and my body has built up a need for it so as soon as I got through the od'ing part, I went into withdrawal. About 3 yrs ago in (B)(6), I underwent a pump flow study that came back that there was some kind of problem and they must have encountered the same problem because I went through the same exact od'ing then withdrawing problem. At the time, I just chalked it up to my bad luck but now I can tell it was the same problem. Reason for use: adhesive arachnoiditis, lumbar radiculopathy recurrent l5-s1.